Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the operating room for a system implant. Upon retraction of the active helix of the right ventricular lead, the physician heard a pop, and was unable to advance the stylet through the lead for placement. Another lead was used to complete the procedure. The patient was in stable condition.